Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -11.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed. Reportedly, "the patient underwent bilateral icl lens implantation in our hospital on (B)(6) 2023. After the operation, he complained of a headache and discomfort ." The problem was resolved. Cause reported as a patient related factor.

Manufacturer narrative:
A4-a6:unk. H6: patient related factor. Claim# (B)(4).

Manufacturer narrative:
H6-health effect- impact code: "1880" and "2330" should be added. D.6a should be corrected to 02/18/2023. B5- the reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -11.0 into the patient's left eye (os) on 18/feb/2023. The patient experienced headaches and discomfort. On 04/march/2023 the lens was explanted and the problem was resolved. The reporter indicated the cause of the event was a patient related factor and the device failed to perform as intended. Claim# (B)(4).